Manufacturer narrative:
The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect power supply component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported this ventilator device failed to cycle on battery power, while in patient use. The customer stated no patient harm or injury with this event. The customer reported evaluating the device and found the power supply as the likely cause of this failure.